Event description:
It was reported that the customer had an issue where the endoplege introducer was too tight.. The customer was able to get the catheter to work but it was very difficult for them to get it through the introducer. However the device was used successfully through the case and the device was not saved.

Manufacturer narrative:
Resistance between introducer and catheter. Device not evaluated: device not returned; it was used successfully in the case and discarded by customer. The device was discarded therefore an evaluation on the actual device could not be performed. A corrective action is open to address resistance between introducer and catheter fit. This event is applicable to the open corrective action and will be tracked through the corrective action.